Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. Unit received with torn keypad overylay. Unit received with cracked battery tube threads. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call of having high blood glucose of over 504mg/dl and customer treated with injections. Troubleshooting found no air bubbles or leaks in the tubing or reservoir and the drive support cap was normal. The customer stated that they have tried all remedies to lower the blood glucose like changing the infusion sets 3 different times. The customer was advised to follow up with their doctor regarding the high blood glucose. The customer was advised that the device would be replaced and agreed to return the product for analysis.